Event description:
It was reported that the intra-aortic was successfully inserted and connected to the pump. Five hours later, the pump began experiencing a number of different alarms. The augmentation rate was changed to 1:3, but the alarms continued. The intra aortic was removed without any patient complications.